Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The diameter of the left external iliac artery was 6.1-7.2 mm. According to the gore introducer sheath with silicone pinch valve instructions for use, the 22fr sheath has an outside diameter of 8.3 mm.

Event description:
On (B)(6) 2011, this patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The tag device was successfully implanted through a 22fr gore introducer sheath. The sheath was inserted from the left femoral artery. After the device was deployed, the physician began to retract the sheath. Prior to complete removal of the sheath, the physician flushed a contrast agent from the tip of the sheath which showed leakage of the contrast agent outside of the left external iliac artery. Therefore, the physician deployed an iliac extender component to repair the damage of the left external iliac artery. The procedure was ended and the patient tolerated the procedure.